Event description:
A surgeon reported a pt with "waxy" vision approximately two years following an intraocular lens (iol) implant procedure. The lens was replaced with a monofocal lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause had not ben identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).